Manufacturer narrative:
(B)(4). Date sent: 2/14/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 432c72, and no non-conformances were identified additional information was requested and the following was obtained: explain in detail what the problem was with the device. Did the device deliver any staples? Yes. At first, he stuck, he did not staple any more. If yes, were the clamps formed correctly? No. If yes, was the staple line complete? Did the device cut? No. If yes, was the cutting line complete? No. If yes, was there any problem with the cutting line, such as irregular, blind, irregular knife, etc.? No. Was there any difficulty to remove the device? No. If yes, how was the device removed from the patient? If so, did the jaws eventually open? Yes.

Event description:
It was reported that during an unk procedure, when the surgeon went to staple the second reload in the patient's stomach, the same blocked. A new device was used, the replacement reload worked perfectly, there was no harm to the patient.